Manufacturer narrative:
Per tandem user guide: ensure there are no air bubbles when drawing insulin from the vial into the syringe. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue and resumed insulin delivery. During troubleshooting it was discovered that the customer had not been trained on the air removal process when filling the cartridge. Customer was educated on the air removal process and how air bubbles can affect insulin delivery per the user guide. Customer's blood glucose was 298 mg/dl at time of report.